Event description:
During review of programming history, it was noted that high impedance was seen during a system diagnostic on (B)(6) 2012. The patient is unknown.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.